Event description:
Additional information: it was reported that the patient discharged on (B)(6) 2019.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 1 year and 11 months. Manufacturer¿s investigation conclusion the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the driveline exit site was observed to be red with drainage. Patient was admitted. Abdominal CT revealed normal results. Patient was given broad spectrum antibiotics. Driveline exit site cultures were positive for pseudomonas and the patient was given cefepime for 6 weeks. Blood cultures were all negative and patient did not experience a fever. Patient was discharged on (B)(6) 2019. No additional information was provided.